Manufacturer narrative:
Notification to affected customers was made per z-1284-2012 for the appropriate bailout technique and manufacturing process improvements were implemented.

Event description:
A talent thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a dissected thoracic aortic aneurysm. The patient had a diseased thoracic aorta and the dissection was from the level of the subclavian to the mid descending thoracic aorta (about 2 cm proximal to the celiac). The neck at the level of the subclavian artery had a 60 degree angle. It was reported that the delivery system was inserted and positioned to the intended location and the whole stent graft was deployed; however, the top cap could not be released. The back handle that released the top cap did not work. The delivery system was taken apart and they tried to manually open the cap that way but it still would not release. The decision was made to open the chest and expose the stent graft. The physician wanted to cut the nose cone to release the bare springs and as he was manipulating the stent graft the bare springs sprung open. After the delivery system and the archer wire were removed the wire was found to have kinked within the delivery system and it is unknown if that had anything to do with the inability to deploy the bare spring. During closure the ascending aorta fell apart and required a dacron graft to be sewn in proximal to the talent captivia. The talent captivia was positioned where they needed it to and no extensions were needed. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show a spiral dissection extending from the subclavian to the distal descending thoracic aorta. The device was returned and its analysis has been completed. The backend was broken to bail out. The distal lock still intact. Peek guidewire lumen was kinked 6cm from backed end of distal lock. Half of the screw gear was broken and not returned. The capture fitting was not connected/screwed onto the capture lumen (capture fitting is free to move over capture lumen). The spindle is back from the shoulder of the taper tip is 1.5mm. Due to the fact that the capture fitting was not threaded onto the capture lumen, the cause of the deployment difficulties could not conclusively determined. However, it was noted that the spindle was 0.5mm back from the taper tip insert. This could have allowed for the capture lumen to have threaded into the spindle, which was recreated in the lab. This could have lead to the deployment difficulties.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (deployment difficulties). Patient's condition affected effectiveness of device (pre-op dissection). Unapproved use of device (pre-op dissection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-op dissection). User error contributed to event (pre-op dissection).